Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g, priming could not be completed and medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g priming could not be completed and medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.